Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary, track was not detected, whole half height cubie drawer was not usable. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s auxiliary 1.1 drawer had the e row not detected on bus. A field service engineer reseated the retractor band and row board cable located at the back of the drawer, but this did not result in any improvement. All cubies were ejected from the drawer, and the entire drawer was thoroughly cleaned to remove any debris. Following this, all row board connections were reseated, and the cubies were reinstalled. The system was then booted up, and drawer 1.1 was tested using the final test in the hardware test application. The test completed successfully. The system functioned as intended after the field service engineer repaired the device.